Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system displayed low performance mode when logging in. Rebooting the system resolved the issue. There was no patient present at the time of the issue.